Event description:
Customer reported unexpected negative reactivity occurring with a donor sample, for the cmv assay on galileo. The customer indicated that no adverse event occurred as a result of the unexpected negative result.

Manufacturer narrative:
The information obtained from the instrument via remote access indicated that the cmv indicator cells were past their expiration time. The package insert for capture-cmv indicator cells states that the indicator cells should be used within 24 hours of addition of the stir ball or stir bar.